Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was turned off. Boston scientific technical services (ts) observed lead and system integrity issue and there was no harm or allegation of harm to the patient. The device remains in service. No adverse patient effects were reported.